Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. The touchscreen was tested for functionality and calibration. During the baseline evaluation, after a few minutes the programmer touchscreen became unresponsive. Subsequently the programmer was disassembled to locate any defective components or hardware. After the touch controller blue pca was replaced with a known good unit, the defect disappeared.

Event description:
It was reported that the programmer touch sensor exhibited an error. Subsequently, the programmer could not be set-up or upgraded. No adverse patient effects were reported.